Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated pain, erosion, extrusion, exposure, urinary problems, dyspareunia, bleeding, infection, fistulae, neuromuscular problems, bowel problems, organ perforation, vaginal scarring and excision.